Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets failed across half height drawer 2.1 and 2.2. The field service engineer (fse) replaced the drawer with a new one. Before installation, the fse had to repair the drawer by repositioning the separator plate between the sub-drawers, which required removal and reinsertion. After installing the pockets and performing tests, services were successfully restored. Hardware test application (hta) tests were completed for the device and storage space. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer not detected on bus and had invalid read, write, invalid cubie error. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple machines had multiple errors including - read/write/invalid cuibe memory, device not detected on bus and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.